Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) exhibited chronic high thresholds and low impedance. It was reported that the right ventricular (rv) lead exhibited low impedance and oversensing of sinus rhythm. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.